Event description:
Per the edwards lifesciences sales representative report, during transapical tavr procedure the position of the 23 mm sapien valve pre-deployment was a little low. To adjust the valve position it was decided to move the delivery system aortic during balloon inflation, but while doing this the physician inadvertently turned off the angio equipment and the valve was deployed in a 90:10 aortic position with resulting wide open aortic insufficiency (ai). The patient was hemodynamically unstable and CPR was started. They were worried of a coronary occlusion caused by the position of the valve. While doing CPR, the ascendra 3 sheath came out of the access site, there was noted bleeding and the patient was transfused and placed on bypass. Once the patient was stabilized the valve was seen to be functioning fine. They were still worried about a possible coronary occlusion so it was decided to open the chest and perform a surgical avr. During the surgery it was found that the sapien valve position was too aortic, however, it was not occluding the coronary arteries and was functioning well. The sapien valve was left in place. The patient was closed and transferred to ICU in stable condition. It was reported that the hemodynamic collapse was most likely due to the guidewire holding open a leaflet causing ai. The physicians were concentrating on the valve position and potential coronary obstruction and this finding was not realized at the time. In addition, it was noted that the patient suffered a stroke after the procedure though it is not clear when. The patient passed away 2 days post tavr and per the death note the cause of death was cardiac arrest secondary to a cardiogenic shock.

Manufacturer narrative:
The device is not available for evaluation, as it remains implanted in the patient. There is no indication that an autopsy was performed. There was no allegation of device malfunction. Per the instructions for use, permanent or transient neurological events including stroke, device malposition requiring intervention and transvalvular leak are a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac) and loss of pacing capture. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment . In this case, it appears that procedural factors (imaging equipment inadvertently off during deployment) caused or contributed to the sapien valve being deployed in a too aortic position with resulting ai. Additionally, according to literature review, and as documented in an edwards lifesciences clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause of the reported stroke post tavr procedure cannot be confirmed. There were multiple procedural complications during the tavr procedure, which may have caused or contributed to the stroke. In addition, there were other patient risks factors for stroke which may have contributed to the event (e.g. (B)(6) female, severe aortic stenosis). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.